Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, this right atrial (ra) lead exhibited noise on the electrogram with no capture. The lead was diagnosed as fracture, however, no visible injury was found. The lead was capped and replaced without complication. To date, no adverse patient effects were reported with this clinical observation.